Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown heart procedure on (B)(6) 2019 and suture was used. The needle pulled off the suture during use. The fallen piece was retrieved from the patient. Another device was used to complete the procedure. There was no adverse patient consequence reported. No additional information could be provided.